Event description:
It was reported that the procedure was to treat the heavily calcified, moderately tortuous, 92% stenosed left anterior descending (lad) coronary artery. The 2.0x28 mm and 2.5x33 mm xience sierra stent delivery systems (sds) did not deploy the stents when they were advanced to the target lesion during the procedure. The stents completely failed to deploy. Another stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported activation failure was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported activation failure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional xience sierra device referenced is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat the heavily calcified, moderately tortuous, 92% stenosed left anterior descending (lad) coronary artery. The 2.0x28 mm and 2.5x33 mm xience sierra stent delivery systems (sds) did not burst [deploy the stents] when they were advanced to the target lesion during the procedure. The devices completely failed to deploy. Another stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.